Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 39 bd general purpose luer-lok¿ syringes experienced scale marking issues. The following information was provided by the initial reporter: scale marking issue.

Manufacturer narrative:
H6: investigation summary: a device history record review showed no rejected inspections or quality issues during the production of the provided lot number 1257110 that could have contributed to the reported defect. Photos and samples were received. During review of the process, light scale marking on the barrel are observed there were thirty nine syringes with illegible scale marking, the root cause of the scale marking issue is associated with failure in the marking process.

Event description:
It was reported that 39 bd general purpose luer-lok¿ syringes experienced scale marking issues. The following information was provided by the initial reporter: scale marking issue.